Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with ventricular fibrillation episodes. Review of the episodes showed that noise was noted followed by ventricular event, as a result, inappropriate therapy was delivered. Possible cause of the issue is a lead. The lead was explanted.